Manufacturer narrative:
During troubleshooting the customer was advised to remove scope, clean connectors with an alcohol prep pad, ensure the digital light source cable is secure on both ends and reconnect the scope. The customer then stated after following those steps they observed a communication error (e216). Additionally, the customer was instructed to check the connection for dust or debris and use canned air to remove any particles in the connector. Olympus instructed the customer to send the scopes in for repair, but they decline and indicated that they have a third-party repair service; therefore, they will not be repairing product through olympus. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that upon removing the scope from the patient, they observed communication error (b30) and an unsupported scope error (e315) with their evis exera iii video system center. The event occurred during an unspecified diagnostic procedure, which was completed with the same device. There were no patient death, harm, or user injuries reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the correct serial number is not unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.